Event description:
It was reported that during a trial procedure, the patient lost its vital signs while under anesthesia prior to the first lead being placed. It was noted that patient had an emergent health issue that required cardiopulmonary resuscitation (CPR) and emergency services. The trial lead was not returned as it was discarded by the medical facility. No further information could be obtained despite good faith efforts.